Manufacturer narrative:
Event site address and postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine inspection the cs100 intra-aortic balloon pump (iabp) was found to have an automatic inflation failure. No patient involved. No harm is reported.